Event description:
This case was reported by a consumer and described the occurrence of atrial fibrillation in a pt who received poligrip (super poligrip extra care with poliseal) cream for loose dentures. The consumer called to praise product, request coupons and make a general product comment. A physician or other health care professional has not verified this report. Concurrent medical conditions include diabetes (1994), benign uterine cyst and uterine bleeding (2002), osteo arthritits, same day knee surgery (2002) and dilation and curettage (2002), acid reflux, allergic to glucophage, iodine allergey and iodine dye allergy. Concurrent medications includes, super poligrip original, syrtex an nexium. At an unk time the pt began using super poligrip extra care with poliseal. In 2004, the pt was diagnosed with atrial fibrillation, elevated cholesterol, high blood pressure and anxiety and was treated with warfarin sodium (coumadin), valsartan (diovan), hydrochlorothiazide, atenolol, ramipril (altace), fluoxetine and simastatin (zocor). Additionally in 11/2004, the pt experienced sore gums, and also had uterine bleeding that was treated with a same day dilation and curettage procedure. The consumer reported that she used uper poligrip original and super poligrip extra care with poliseal interchangeably. Treatment with poligrip was continued. The outcome of the events is unk.